Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurement, measuring greater than 3000 ohms and the shock impedance measurement, measuring greater than 200 ohms via latitude. It was suspected that the lead was fractured. Upon device interrogation in the hospital, the impedances measurements were stable again. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurement, measuring greater than 3000 ohms and the shock impedance measurement, measuring greater than 200 ohms via latitude. It was suspected that the lead was fractured. Upon device interrogation in the hospital, the impedances measurements were stable again. Subsequently, this rv lead was explanted and replaced. No additional adverse patient effects were reported. It was reported this product was returned to boston scientific but has become lost in transit. Should this product be received in the future, an updated report will be provided.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.